Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the connector broke off. No patient injury or clinical affects was reported. No additional information is available for this complaint.

Manufacturer narrative:
Device evaluation: two photographs were submitted along with the returned device. Picture one shows a hotline gas vent outside of its original packaging, the packaging, and a stopcock valve; the male luer connector is observed to be broken and the broken part of the connector is attached to the stopcock valve. Picture two shows a close-up of the damage to broken male luer connector in the gas vent, the damage shows signs of excessive force applied. One (1) device was received with its original packaging, in used condition, and decontaminated. Along with the unit a stopcock valve was received. Upon visual inspection the male luer connector on the gas vent was observed to be broken with additional damage observed around the connector exit. The broken piece of the male luer connector was attached to the stopcock valve. Three impact tests were performed and were unable to reproduce the failure reported. The root cause was attributed to the male luer becoming damaged after it left the manufacturer facility. A device history record (DHR) reviewed showed no reported discrepancies during the manufacturing of the reported lot number. No corrective actions taken however the failure will be monitored to determine if new actions need to be taken.